Event description:
The complainant reported that during preparation for a case the automated impella controller (aic) exhibited a purge disc failure alarm. The staff took the purge system out and put it back in, however the alarm persisted. The device was replaced with another aic controller, it was reported that the procedure was successful with no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of this issue was likely an electrical malfunction of either the purge pressure sensor or pud.